Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set cannula was bent. Patient reported high blood glucose level 379 mg/dl and ketones were also high. Patient was hospitalized resulting from bent cannulas. Insulin types used was u-100 humalog/insulin lispro (eli lilly). Patient was given IV and fluids of saline and insulin along with zofran for nausea and ketosis. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.